Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was eroding. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6: patient codes.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was eroding. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.